Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: united kingdom.

Event description:
It was reported that during surgery, the unit did not have any pressure. The device was set up in 8/10 as a graft thickness, but it was unable to harvest superficial skin graft. There was no patient harm/injury reported. There was a surgical delay of 15-20 minutes, and the patient was under anesthesia during this delay. Another device was used to complete/finish the surgery. The surgical technique for the product was utilized. Due diligence is in process, no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a1, b1, b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was not cutting properly; worn screw and out of calibration. The screw and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during pre-check, the device was set up in 8/10 as a graft thickness, but it was unable to harvest superficial skin graft. There was no patient harm/injury or surgical delay as there was no patient involvement. They needed to change the set which was a waste of change over time. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery on an unknown date, the device was set up in 8/10 as a graft thickness, but it was unable to harvest superficial skin graft. The unit was not taking the graft evenly, the graft got stuck in the blade and the dermatome meshed a piece of the skin graft. The first graft was damaged and was regrafted in the first donor site. An additional unplanned skin graft was needed in order to complete the surgery. There was a surgical delay of 15-20 minutes, and the patient was under anesthesia during this delay. Another device was used to complete/finish the surgery. The surgical technique for the product was utilized. Due diligence is complete, no further information is available.